Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedance to 100 ohms, thus the physician performed a non-invasive programmed stimulation (nips) procedure. After testing the device twice using 21 joule shock with the proximal coil once and without the second time, both impedance measurements were within range at 55 and 77 ohms respectively. No reprogramming was performed and they will continue to monitor the patient. At this time the rv lead and ICD remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed due to continued high shock impedances that had reached greater than 125 ohms for the rv lead and ICD. A lead fracture was suspected, but not confirmed. The rv lead and ICD were explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The rv lead was successfully replaced. It was also noted that the right atrial (ra) lead insulation was damaged during the revision procedure, thus it was also explanted and replaced. No additional adverse patient effects were reported.